Event description:
It was reported that an ilet user experienced frequent nocturnal low glucose events and developed a habit of preemptive carbohydrate intake at bedtime without waiting for alerts, with one episode described as a decline from a high daytime glucose to a low overnight. The device was subsequently guided through a factory reset and setup with successful transition to bionic mode. Symptoms included hypoglycemia and hyperglycemia ranging from 58 mg/dl to 248 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, specifically overtreatment of lows and preemptive carbohydrate intake that could interfere with the algorithm; no device component issue was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.